Manufacturer narrative:
(B)(4): product evaluation: upon analysis it was found that the tip of the scissors is broken. The fragment is missing and has not been returned. An observation of the fracture zone didn't reveal material deflect of corrosion. Mechanical shock problem. (B)(4).

Event description:
It was reported that there was a broken tip on the device; the fragment has not been returned. No additional information is available. There was no reported patient impact.